Event description:
It was reported that the patient was treated with acetylsalicylic acid (asa) and warfarin. The patient was discharged.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed a pump stop which appeared consistent with a loss of power to the epc controller due to both power cables being disconnected during a power exchange. Additionally, a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file captured normal pump operation from day 9, hour 2, minute 5 through day 15, hour 7, minute 7. Directly following the timestamp of day 15, hour 7, minute 7, the data captured low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms with pump speed, power, and estimated flow values recorded at 0. A clock reset to day 0, hour 0, minute 0 was also noted, indicating a complete loss of external power to the system controller. The pump remained off for an undetermined amount of time until both power cables were reconnected to an external power source, which was indicated by the 12.0 volts for each cable¿s rsoc value in the following line of data. Following the restoration of power to the system, the pump was able to regain and maintain the fixed speed for the remainder of the file. Excluding the observed pump stop, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03feb2011. The heartmate ii lvas instructions for use (IFU), rev. H and the heartmate ii patient handbook rev. G are currently available. Section 1 of the IFU lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 of the IFU provides information regarding the recommended anticoagulation therapy, including inr range, as well as suggested anticoagulation modifications for patients using the heartmate ii left ventricular assist system. Sections 2, 3, and 5 of the IFU as well as sections 2, 3 and 4 of the patient handbook, state that at least one system controller power cable must be connected to a power source (power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) at all times. Section 7 of the IFU and section 5 of the patient handbook address all alarm conditions, as well as the appropriate actions associated with each condition. Additionally, the implant kit was originally shipped with the heartmate ii lvas IFU, rev. C. Several sections of this document also state that at least one system controller power lead must be connected to a power source as at all times and that disconnecting both power leads at the same time will cause the pump to stop. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06555. It was reported that the patient was experiencing low flows that appeared on the history screen of the system monitor with flows of 0.0 lpm and 0.3 lpm. The patient had chronic elevated lactate dehydrogenase (ldh). A log file analysis revealed a pump stop on the morning of (B)(6) 2021 that appeared to be due to both power leads being disconnected. It was confirmed that the pump stop was likely due to the patient and nurse switching the power source to batteries.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.